Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was difficult to detach from the pen during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the difficulty to detach pan needle from pen. According to the user's report, the pen needle could not be detached from the pen with the outer cover before disposal."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was difficult to detach from the pen during use. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about the difficulty to detach pan needle from pen. According to the user's report, the pen needle could not be detached from the pen with the outer cover before disposal."